Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced irritation and rash on and/or around insertion site. Patient's insertion site was off-label use. Patient reported that off-label insertion site was also swollen. Patient sought doctor's advice. No medical intervention was required. At the time of the call, patient reported being fine.